Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the tfna nail was discovered as broken. The nail breakage occurred close to the blade insertion. No further information provided. No patient consequence reported. This report is for one (1) 12mm/130 deg ti cann tfna 235mm/right - sterile this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: product code #: 04.037.159s ; synthes lot #: h669061; supplier lot #: n/a; released to warehouse: 22jun2018; expiration date: 01jun2028; manufactured by: monument. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Manufacturing location: monument; manufacturing date: 04-may-2021; expiration date: 01-apr-2031; part number: 04.037.244s, 12mm/130 deg ti cann tfna 235mm/right ¿ sterile; lot number: 130p711 (sterile); component part(s) reviewed: part number: 04.037.912.3, tfna lock drive; lot number: 85p2562; part number: 04.037.912.4, wave spring, shim ended; lot number: 77p1348; part number: 04.037.942.2, lock prong, 130 degree, tfna; lot number: 78p2605; part number: 21127, timoagri16.00 bp80 ; lot number: 59p0326. Device history review this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.